Manufacturer narrative:
(B)(4). An onsite visit is being requested. The risk manager is requesting the download of the event history. Upon completion of the on site visit or if additional information becomes available, a follow up report will be submitted.

Event description:
On (B)(6) 2011, the customer reported that an I-pump was involved in a patient incident on an unknown date. The facility biomedical representative requested the facility would like to have the device returned for download of the event history. The facility biomedical technician provided the following information on (B)(6) 2011: the patient reportedly experienced a cardiac arrest during an infusion of an unknown medication via an ipump on an unknown date. The device has been sequestered and the facility is requesting an evaluation of the device to obtain the pump program and events recorded. Information received from the facility risk manager on (B)(4) 2012 indicates: this was a (B)(6) female admitted for a hysterectomy and placed on the ipump post operatively with dilaudid, program parameters unknown. No other medications were being infused at the time of the event. The patient had been receiving dilaudid approximately 4.5 hours when she arrested. The patient reportedly was resuscitated. The patient expired approximately 4 to 5 days later. An autopsy is currently under way. The facility does not expect results for 8 to 12 weeks and are willing to share the results. The listed cause of death was cardiac arrest. An onsite visit is being requested as legal action is being taken. The risk manager is requesting the download of the event history. The facility does not feel the device was causally related to the event. The facility has sent a report to med sun for this event..

Manufacturer narrative:
(B)(4). An on- site evaluation was performed by baxter. Results indicate: the reported problem was not confirmed by any of the completed upstream tasks as the pump was not evaluated completely. Baxter representatives requested permission from the facility to perform an accuracy test on the pump. The facility declined when advised that programming the pump for the test would erase the event history for the patient incident. The event history of the device was downloaded, but no manipulation of the device was performed. Review of the event history indicated there was no evidence that the pump malfunctioned or that over-delivery occurred. The device performed as designed and during patient usage. The event history log showed: initial settings as follows: concentration: 0.2 mg/ml pca dose: 0.20 mg delay: 6 min 1 hr limit: 2.0 mg initial settings match final settings so no changes were made to settings during delivery. From 9:36 am to 4:58 pm 18 injections were delivered in 27 attempts for a total volume delivered of 3.59 mg. At 10:23 am a new shift was started. The totals recorded for that shift (10:23 am - 4:58 pm) are 14 injections in 23 attempts for a total delivery of 2.80 mg. No bolus doses were recorded. A tubing set alarm was recorded at 4:49 pm, nearly 2 hours after the last injection was delivered. No other alerts or alarms were recorded in history. The alarm log was empty.